Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.

Event description:
Dr (B)(6) reports via our sales rep that during surgery, both screws were partly implanted, but he was not able to fasten them. He furthermore reports that he unscrewed both screws and finished the surgery using two other screws.